Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported "stryker distal right femur plate broke midshaft at non-locking hole. Doctor revised with longer plate."